Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, a break in aseptic technique occurred, described as the patient made a mistake. On (B)(6) 2010, the patient developed peritonitis. On (B)(6) 2010, the patient began treatment with vancomycin 2 gm loading dose, then once daily for five days ip, and fortum 1 gm once daily ip. The cause of the peritonitis was a break in aseptic technique. It was unknown whether pd therapy was ongoing or if the events resolved.